Manufacturer narrative:
As reported, an unknown yellow residue on the patches contained within the transparent inner packaging of 3dmax light mesh. A photo was provided confirming the presence of yellow discoloration on the mesh. The photo does not assist in identifying what the yellow color on the mesh may be. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Based on the sample evaluation conducted, the root cause was confirmed to be manufacturing-related. The reported "discoloration on the mesh" was identified as excess food-grade lubricating oil from the sewing machine. Awareness was communicated to the appropriate personnel to reinforce the importance of adhering to product visual acceptance criteria and maintaining equipment cleanliness, as outlined in the current procedural requirements. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during routine inspections it was identified that an unknown yellow residue was found on the mesh contained within the transparent inner packaging of 3dmax light mesh. It was reported that the outer packaging was intact and fully sealed at the time of the product was received.

Manufacturer narrative:
As reported, an unknown yellow residue on the patches contained within the transparent inner packaging of 3dmax light mesh. A photo was provided confirming the presence of yellow discoloration on the mesh. The photo does not assist in identifing what the yellow color on the mesh may be. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during routine inspections it was identified that an unknown yellow residue was found on the mesh contained within the transparent inner packaging of 3dmax light mesh. It was reported that the outer packaging was intact and fully sealed at the time of the product was received.